Event description:
It was reported that a user started a libre 3+ sensor paired to the ilet and, after warmup, received an ¿enter bg¿ prompt followed by a sensor error message instructing the user to check back in 10 minutes; the ilet menu displayed ¿stop sensor,¿ indicating an active connection, and rescanning confirmed the sensor remained active, after which a device restart was performed and glucose readings subsequently returned. Symptoms included no reported adverse clinical effects. Outcomes included the restoration of glucose readings without medical intervention or hospitalization. Investigation included guided troubleshooting and user education, sensor rescan to verify active pairing, and an ilet restart. Investigation of this case revealed a transient sensor communication or data acquisition issue that self-resolved, consistent with known intermittent sensor error behavior with the libre 3+ component used with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a temporary sensor signal or data interruption that resolved with standard troubleshooting.